Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for degenerative disc disease. It was reported the patient stopped using therapy and quit charging because instead of feeling stimulation, he started feeling ¿tension.¿ it felt more like pinching internally instead of the stimulation like it should have been. The patient reported this happened approximately 2 years ago. The patient never did anything to the device. The patient was seen at this healthcare provider (hcp) office on (B)(6) 2018 and asked the hcp about removing the device. The hcp told the patient to get a rep to check the device. The patient had an appointment for (B)(6) 2019 to have the device checked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-02-01. It was reported the rep attempted to check impedance but the battery was completely dead. The patient was unable to turn the battery on. The battery may be replaced. The patient's weight was unknown and the current status of the device was unknown. No further complications were reported/anticipated.